Event description:
Customer claims that while in use there's no alarm tone when pressure is taken off the sensor pad. There was no pt incident or injury reported.

Manufacturer narrative:
Eval for the returned product shows when tested with alarm part # 8281, there's no alarm tone when the pressure is taken off of the sensor pad. The sensor was received creased. There is no visible damage to the rj11 clip or cable. The product instructions for use has a warning that indicates; "the alarm may fail to sound if the sensor pad is bent or folded". MFR references (B)(4).